Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 566 mg/dl. The cause of elevated bg was unknown. Bg was treated with intravenous insulin and saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.